Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 18x1-1/2 rb tw had foreign matter. The following information was provided by the initial reporter translated from french to english: place of occurrence: nursing ward circumstances of occurrence / description of facts: needle discovered in 18g ref (B)(4) with weapon marks on the inside of the packaging. Clinical consequences: ..... Used ..... Patients. Precautionary measures and actions taken: search for needles with the ..... Batch number ras, the 2 products all available by acolyte of your rest additional information provided, translated from french to english: 1.we ask you to confirm if samples are available for inquiry. If yes, could you please specify if these are samples: yes o not used (before use) yes o used (during or after use) no.

Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot number 230901. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, pictures and physical samples were returned for evaluation by our quality team. Through examination of the samples, black foreign matter was observed within the blister packaging. It has been determined that the foreign matter resulted from residual material on components within the packaging machinery. However, we would like to inform you that any activity on the machines is performed in accordance with strict preventive measures. Although the high-volume manufacturing process may generate some particulate matter, bd keeps the particulate matter to extremely low levels due to the stringent preventive measures in place. The entire assembly and packaging process takes place in an environmental controlled room where good manufacturing practices are followed. We are confident this was an isolated incident with an unlikely recurrence. Further action has not been determined necessary at this time. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.

Event description:
15-april-2024: defect found before use.